Event description:
It was reported that the ilet replacement pump would not unlock and the touchscreen was unresponsive, and a subsequent replacement was arranged after the user returned the prior unit. Symptoms included no user interface responsiveness. Outcomes included the need for device replacement and interruption of intended therapy until the new unit arrived. Investigation included customer service troubleshooting and logistics review for return and replacement. Investigation of this device revealed a device malfunction consistent with a touchscreen or user interface failure that prevented normal operation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.